Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a 6.7 cm thoracic aortic aneurysm. The proximal aorta diameters were 37-38-39-39-39-40 for 9cm. The distal neck diameter was 35-34-31-31-32 for a length of about 3.5cm at the time of implant. It was reported that five months ago the patient presented at another hospital with chest pain and another manufacture's stent graft was implanted. A recent routine post-operative CT revealed antegrade, retrograde dissections and collapse of another manufacturer's stent graft as well as endoleaks present. The physician performed an open surgical repair and the stent grafts were discarded by the user facility. No additional clinical sequelae were reported and the patient is stable. The review of returned films post-implant show that several stent grafts were implanted into the thoracic aorta. The other manufacture's stent graft implant could not be clearly identified or evaluated. The stent grafts extend from just below the lsa, and distally to just proximal to the celiac artery. There is a retrograde dissection that extends from proximal to the taa, retrograde into the ascending thoracic aorta. There is also an endoleak (possible type iii) seen near the proximal portion of the stent graft; in combination with the dissection. The cause of the dissection and endoleak could not be determined from the images provided.

Manufacturer narrative:
(B)(4). Evaluation codes, methods: other (films) evaluation codes, results: inherent risk of procedure (surgical conversion to open repair, endoleak, dissection); other (cause of event unknown) evaluation codes, conclusions: other (cause of event unknown).